Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. The device was found to sense and detect noise on the ventricular sensing channel.the noise appeared on the ventricle iegm display. The noise was found to be caused by an anomaly in an integrated circuit component.